Event description:
The customer has been ordering kit, which contains the cranial drill for the last four years without any issues. Over the last 3 weeks, this has been the fourth incident when the drill bit comes off from the drill when removing from pt's skull. The drill shows some resistance, and when the surgeon removes the drill from the pt's skull, the drill bit falls from the drill without manipulation. No pt injury is reported. Several surgeons have reported this incident. This has not been attributed to technique or placement since it has been occurring with numerous surgeons. This is not isolated to one user. These lot number are of the drills that are currently on the customer's shelf. No returns are expected, the drills have been discarded. Add'l info was received in jan. 2005. The surgeon reported that the drill did not break at the handle but at the drill bit. The drill bit detached from the crank apparatus, leaving a large and unsightly metal antenna in the head when the drill is pulled out. It looks like a small metal holding pin is perheps too loosenly held in place and falls out.